Event description:
It was reported that around 10pm on (B)(6) 2024, a fentanyl infusion had over infused. The fentanyl was routine and ordered for 2 ml/hr with 100ml volume to be infused. The following infusions were also running at the time of event: epinephrine 0.75ml/hr, heparin/nacl 3ml/hr, midazolam 3ml/hr, d5+electrolytes 90ml/hr, 3% nacl 10ml/hr. The manually programmed infusion had infused approximately 50ml over about 5.5 hours. There was patient involvement and no harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, c, d codes.

Event description:
It was reported that around 10pm on (B)(6) 2024, a fentanyl infusion had over infused. The fentanyl was routine and ordered for 2 ml/hr with 100ml volume to be infused. The following infusions were also running at the time of event: epinephrine 0.75ml/hr, heparin/nacl 3ml/hr, midazolam 3ml/hr, d5+electrolytes 90ml/hr, 3% nacl 10ml/hr. The manually programmed infusion had infused approximately 50ml over about 5.5 hours. There was patient involvement and no harm.

Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21: results pending completion of investigation, d16: conclusion not yet available. Correction: medical device operator. Additional information: medical device other operator, device eval by manufacturer. Imdrf annex a, g, b, c, d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that around 10pm on (B)(6) 2024, a fentanyl infusion had over infused. The fentanyl was routine and ordered for 2 ml/hr with 100ml volume to be infused. The following infusions were also running at the time of event: epinephrine 0.75ml/hr, heparin/nacl 3ml/hr, midazolam 3ml/hr, d5+electrolytes 90ml/hr, 3% nacl 10ml/hr. The manually programmed infusion had infused approximately 50ml over about 5.5 hours. There was patient involvement and no harm.

Event description:
It was reported that around 10pm on (B)(6) 2024, a fentanyl infusion had over infused. The fentanyl was routine and ordered for 2 ml/hr with 100ml volume to be infused. The following infusions were also running at the time of event: epinephrine 0.75ml/hr, heparin/nacl 3ml/hr, midazolam 3ml/hr, d5+electrolytes 90ml/hr, 3% nacl 10ml/hr. The manually programmed infusion had infused approximately 50ml over about 5.5 hours. There was patient involvement and no harm.

Manufacturer narrative:
Omit: a0401 - break (1069), g04058 - gasket , c17 - maintenance problem identified, d07 - cause traced to maintenance.